Manufacturer narrative:
The investigation of the photograph provided was completed by the failure analysis lab on 10/16/2019. Device evaluation summary: according with the information reported the patient experienced an autoimmune disorder and a rupture in the breast implant. Upon visual inspection of the picture, it was observed that the implant seems intact. No anomalies were observed. The photos do not provide enough evidence to determine any visible failure. Hands on analysis should provide the evidence necessary to confirm any failure. All mentor product is 100% inspected prior to release, in addition to thorough in-process testing during several stages of the manufacturing process manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: autoimmune disorder, rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent breast augmentation revision surgery with two 650cc mentor smooth round moderate plus profile memorygel breast implants experienced health concerns, hashimoto's autoimmune thyroid disease, dry skin, fatigue, hair loss, eczema, acne, skin rashes, stiff joints, muscle weakness, dry eyes, blurred vision , breast cysts, fibroadenomas, bladder infections, sinus infections, strep infections, throat infections, migraines, neck pain, shoulder pain, back pain, weight gain, inability to lose weight, inflammation, food intolerance, hormone imbalance, slow healing, difficulty swallowing , vertigo , acid reflux, constipation, leaky gut, numbness and tingling in extremities, cold hands feet, frequent urination, shortness of breath, breast skin lesions, rash, eczema , nerve pain on left breast, bilateral breast mass, left implant appears darker, smaller, has dents and left sided rupture post procedure. Mentioned complications were confirmed by a physician but unknown if related to breast implants. As a result, patient had an explantation on (B)(6) 2019. This complaint was created per additional event information received under (B)(4). This medwatch form is for the left breast prosthesis. See 1645337-2019-20169 for contralateral prosthesis report.